Event description:
Additional information indicates the infection has resolved.

Manufacturer narrative:
Date of event and patient's weight is estimated.

Event description:
It was reported that patient experienced an infection at the ipg site. As a result, intervention was undertaken wherein a wound washout occurred to address the issue. The patient was administered oral antibiotics to address the issue.

Manufacturer narrative:
A device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.